Event description:
It was reported through a scientific article that a vns patient developed paralysis of the left diaphragm 4 months after vns stimulation. The event was directly associated with the output current and also if the patient's head was turned to the left during stimulation. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Artcile citation: ansari, s., k. Chaudhri, and al moutuery. "Vagus nerve stimulation: indications and limitations." 97.2 (2007): 281-86. Print.